Event description:
It was reported by the customer through a field service rep that the handle bent while they were trying to carry a pt. There was pt involvement, but no adverse consequences were reported.

Manufacturer narrative:
MFR¿s investigation is still ongoing; if add¿l info is received, a follow-up report may be submitted.